Manufacturer narrative:
The subject product was returned and examined. No product defect(s) observed. There was nothing observed that would indicate that the product may have caused or contributed to the reported problem.

Event description:
It was reported that the patient had a bowel perforation three (3) days after the surgery. The device was removed by surgical procedure.